Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure on (B)(6) 2017, there was an apparent perforation observed in the mildly tortuous, heavily calcified, mid to distal left anterior descending (lad) coronary artery just distal to a previously implanted non-abbott stent. A 2.5 x 12 mm balloon was advanced to the perforation and inflated to 6 atmospheres (atm), but did not resolve it. Transesophageal echocardiography (tee) was performed and no new or worsening pericardial effusion was observed. A 2.80 x 19 mm graftmaster rx stent delivery system (sds) was then selected to treat the perforation. The sds was advanced with the support of a non-abbott coaxial guiding catheter extension, but met resistance with the anatomy and would not cross the perforation. The sds was removed from the anatomy. A 2.5 x 12 mm balloon was advanced in the mid lad prior to the perforation and inflated to 6 atm for 4 minutes, but did not change the angiographic appearance of the perforation. Another tee was performed and no new or worsening pericardial effusion was observed. Eleven days later, on (B)(6) 2018 the patient expired after experiencing a ventricular fibrillation storm. In the opinion of the physician, the use of the graftmaster rx did not cause or contribute to the patient's death in anyway. No additional information provided.